Event description:
The customer reported non-reproducible troponin I (access accu tni+3) results on three days involving the access 2 immunoassay system (serial number: (B)(4)). For patients designated as patient 1 and patient 2 (2122870-2015-00148), the customer reanalyzed their alternate access 2 immunoassay system (serial number: (B)(4)) and results within the customer's normal reference range were generated. For patients designated as patient's 3-8 (2122870-2015-00149, and 2122870-2015-00150), the customer reanalyzed the patient sample on the access 2 immunoassay system in question, and on their alternate access 2 immunoassay system (serial number: (B)(4)) and obtained lower results. There was no report of patient injury or change in patient treatment associated with this event. The erroneous results were not reported outside of the laboratory. Level 1 qc recovery on the date of the events did not always recover within customer established ranges on the first attempt, but did recover within customer established ranges upon repeat. System parameters such as calibration and system check were recovering within assay and system specifications. The samples were collected in lithium heparin plasma tubes and were centrifuged for five minutes at 3300 rpm (rotations per minute). No issues with sample integrity were reported. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
(B)(4). Service was dispatched on (B)(6) 2015. While on site the field service engineer (fse) replaced the aspirate probes, peristaltic pump tubing, transducer and rebuilt the precision pump. He then cleaned the wash and precision valves. He noted staining on the precision stator, so he replaced it. He also adjusted the mixer motor speed to optimized performance specification and verified transducer temperature and ultrasonics. He then attempted a high sensitivity (hs) system check which failed due to one high flier. He returned the next day and replaced the mixer pulleys, the mixer belt, and the pinch rollers. He attempted (hs) system check again, which failed this time with multiple fliers. He then rebuilt the wash pump and repeated hs system check. This time hs system check passed within specification. The system was verified with hs (high sensitivity) system check. All verification testing passed within instrument and assay specification. In conclusion, although a specific hardware component cannot be determined with the information provided, there is sufficient evidence to reasonably suggest the cause of the non-reproducible access accu tni+3 results is a hardware malfunction. (B)(4). Related MDR reports: 2122870-2015-00148, 2122870-2015-00149, 2122870-2015-00150.